Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of approximately 40 mg/dl. Customer consumed carbohydrates to address to address bg level. Reportedly, the customer delivered multiple boluses via bolus delivery to address an elevated bg level of 400 mg/dl, resulting in low bg levels of approximately 40 mg/dl. Recommendation was made to consult with a healthcare provider to discuss diabetes management.